Manufacturer narrative:
The pt remains on pneumatic support, while awaiting a heart transplant. No further info is available at this time.

Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the cardiovascular perfusionist that, the clinic personnel observed significant dust in the pump vent filter and upon experiencing a power limit advisory alarm, the pt was placed on pneumatic support using a stroke volume limiter (svl) and drive console. The pt is now listed as urgent in the transplant list.